Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 28-feb-2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained lower readings from the adc sensor compared to a competitor brand meter. The customer felt hypoglycemic and self-treated with (B)(6). They additionally had contact with a healthcare professional who administered serum and no additional information was provided. There was no report of death or permanent injury associated with this event.